Event description:
While using ct22/15 a piece broke off and stayed in pancreas. Further conversation with customer revealed that the physician inserted the biopsy needle, deployed the device and upon removal noted that the tip was missing. The physician completed the procedure with another device. The pt required an additional CT scan to make sure the foreign body did not migrate. At present, the pt is doing well.